Manufacturer narrative:
(B)(4). The reported patient effect of myocardial infarction is a known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the promus stent was implanted during the index procedure which took place on (B)(6) 2011. Post procedure on (B)(6) 2011, the patient experienced a myocardial infarction confirmed by a new st elevation. Angiography was performed; however, it is unknown if treatment was performed.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.